Event description:
A depuy universal screw driver tip broke in the patient bone while being used by physician during right total hip replacement procedure. The tip was retrieved and examined with instrument to assure completeness of removal.